Event description:
It was reported that during use of a pxmkp31307 pressure monitoring set, the central venous pressure (cvp) was displayed as 0 (zero) mmhg on the monitor. The expected value was unknown. The zero adjustment was able to be completed prior to use with no issues. Per the customer, they don't remember if any error messages were displayed when the issue occurred. The issue was resolved by replacing the kit with another one. No patient injury was reported. The product is expected to be returned for analysis but has not yet been received upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one dpt with pressure tubing. The pressure tubing remained coiled with a paper band. The customer report of pressure measurement issue was confirmed. The dpt did not zero nor sense pressure on pressure monitor. Electrical testing showed that output impedance met specification, but input circuit was open condition. No visible damage was found at dpt cable connector, cable, sensor chip or solder joints of dpt. Continuity testing confirmed that input circuit was continuous when measured from cable, but open when measured from contact plates. Examination of the connector after the plates were removed confirmed that lead wire 1 had not been completely inserted into the connector. There are manufacturing controls to avoid potential causes related to the malfunction are 100% visual inspection, 100% electrical test, 100% voltage test, and 100% capacitance test. During the execution of the engineering evaluation process, it was identified that this component is not manufactured internally in the dr edwards manufacturing process, the affected component is manufactured by supercomal medical products. Consequently, this is a supplier related condition, and the corresponding supplier notification was sent by the dr supplier quality team.